Manufacturer narrative:
This follow-up report is being submitted to document that the device has been returned to the manufacturer for investigation. Section d9 has been updated to reflect that the product was returned for investigation.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Additional information has been provided in h3, h6, h9, and h11. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the placement signal issue was a damaged sensor due to the returned pump showing damaged sensor characteristics of a high sensor cavity length. However, the cause of the damage was likely shockwave interaction but could not be fully determined due to no data logs recovered and insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during a procedure utilizing impella cp support, shockwave therapy was performed. Upon initiation of shockwave pulses, the impella placement signals were no longer displayed on the automated impella controller (aic). Despite the loss of placement signal, motor current remained available, and the device continued to function. The procedure was continued without placement signal monitoring. The device was subsequently explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported event. The patient's outcome at the time of explant was survived. No signs or symptoms of patient injury or patient harm were reported in association with this event.